Event description:
It was reported that the patient was an acute myocardial infarction (ami) patient and the target lesion was located in the left main at the ostium of the circumflex artery (cx) and the left anterior descending artery (lad) with moderate tortuosity and mild calcification. A lesion was also noted at the origin of the first marginal branch. A xience prime 3.0 x 38 mm stent was implanted covering the left main, ostium of the cx and marginal branch (location with higher calcification). After implant of the xience prime stent at 24 atmospheres (atm), a dissection was noted at the distal edge of the stent. It was decided to treat the lesion in the lad with an unspecified xience stent. Kissing balloon technique was then performed in the left main. Then the distal edge dissection of the xience prime 3.0 x 38 mm stent was attempted to be treated. Post dilatation of the stent was performed and a xience prime 2.75 x 15 mm was advanced to treat the dissection, however it could not cross. Despite two guide wires being used, the xience prime 2.75 x 15 mm could not cross through the previously placed stent. Other devices were also attempted, but could not cross. As the dissection remained stable, intravenous anticoagulants were initiated and the patient was transferred to another area of the hospital, where the patient presented a good outcome. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the IFU states: do not exceed rated burst pressure (rbp) as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. In this case, the IFU deviation likely caused or contributed to the reported patient effects.